Event description:
It was reported that the patient's remote home monitoring equipment displayed a red call doctor icon due to inability to upload data to the remote home monitoring system. Technical services (ts) assisted the patient with completing a successful remote interrogation. An alert was then received in the remote home monitoring system indicating this right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms. The patient was referred to their clinic. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.